Manufacturer narrative:
Technical services discussed troubleshooting. The health care provider was to update the physician and schedule the patient for a revision procedure. All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected shock impedances greater than 125 ohms. No adverse patient effects were reported.